Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece of the pouch tore and fell into the patient's abdomen. It was retrieved with forceps. There was no patient impact.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.